Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-05064 and 3005099803-2020-05065 for the associated device information. It was reported to boston scientific corporation that a captivator ii-25mm round stiff snare was used to remove polyps during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, the first snare worked upon first cut but then failed to cauterize upon further attempts. The generator was switched for another and the same snare was used, but did not result in a successful cut. A second captivator snare with the same size was opened and it worked for two cuts but then, it also failed after. A third captivator snare of a different size was then used successfully to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.